Manufacturer narrative:
(B)(4). The insulin pump powered up properly and no blank display noted. The pump was received with the operating currents within specification and passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. The pump was monitored and no unexpected blank display, battery alerts or alarms, or auto off alarms occurred during testing. No damage was found on the c13/lcd isolation tape during visual inspection. A cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window were noted.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 1040 mg/dl. The customer declined to troubleshoot for her high blood glucose reading. The customer stated she wasn't getting any low battery alerts and that is why her blood glucose level got high. The customer stated they experienced a blank display but through troubleshooting and by inserting a new battery the display returned for the customer. Despite the display returning and the insulin pump not showing any signs of damage, the customer was upset and wanted the insulin pump replaced. The insulin pump will be replaced. The insulin pump will be returned for analysis.